Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a hospital visit that had nothing to do with the insulin pump or diabetes. Customer went to the hospital because he had a kidney stone. No additional information provided.